Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was offline. The technical support specialist assisted the customer or guided them step-by-step to the process of restarting the cabinet using the power switch. They also restarted the aio device, and the system functioned as normal. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers were offline. The customer reported that a malfunction occurred when the user attempted to issue medication to the patient. There were no adverse events or injuries reported based on this event.